Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an catheterization intervention procedure, using a 6fr sheath. Reportedly, after needle deployment, the lever was lowered; however, the proglide device could not be removed from the patient anatomy. Force was used and the device was removed. Manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in procedure and no adverse patient sequela. No additional information was provided at this time.

Event description:
Additional information: when the proglide device was removed, there was significant bleeding but was eventually contained by manual compression. There was no surgical repair of the vessel needed. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that force was used, and the device was removed. It should be noted that the proglide instructions for use (IFU), states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. A conclusive cause for the reported difficulty removing the device could not be determined. Factors that contribute to difficulty to remove the device from the anatomy may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The patient effect of hemorrhage is listed in the proglide IFU as a potential complication associated with the use of suture-mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.